Event description:
It was reported that the patient with this right atrial (ra) lead suffered from twiddlers syndrome, which caused the lead to become dislodged and resulted in diaphragmic stimulation. Subsequently, this lead was explanted and replaced by a new lead. No additional adverse patient effects were reported.